Event description:
It was reported that the customer was hospitalized due to hypoglycemic coma. The reported blood glucose reading was 413 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed correctly. The displacement test passed. The customer was also suffering from an illness that affected her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.